Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of hv charge log. The device was tested on the bench and no anomalies were found. It is believed the cause of the field event was exposure to cold temperatures.

Event description:
It was reported that during device interrogation while still in the box, extended charge time was observed. The physician elected to use another device. There were no adverse consequences to the patient.